Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout and whiteout and component failure of the universal cord. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had image flash. The issue was found during reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). E1 - address 1- (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout and whiteout and component failure of the universal cord. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is no problem detected. And for image blackout and whiteout is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.